Event description:
The hcp reported the pt presented with symptoms of an infection of the catheter track and the device pocket. These included fever, redness, swelling, pain, and meningeal signs and symptoms. A culture of the catheter track and the device pocket was positive for staph aureus (not mrsa) and the pt was diagnosed with meningitis. The pt was treated with IV vancomycin and total device system explant. The infection resolved. The pt had risk factors of incontinence and a history of "chronic vp infectiosn many years prior to pump insertion. Shunt was removed many years previously." Pt did well except for spasticity.